Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break has occurred. An opticross¿ imaging catheter was selected for use. However, during unpacking, it was noted that the catheter was separated from the opening area. The procedure was completed with another opticross¿. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The hub rotator retainer clip was not returned with the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break has occurred. An opticross¿ imaging catheter was selected for use. However, during unpacking, it was noted that the catheter was separated from the opening area. The procedure was completed with another opticross¿. No patient complications were reported and the patient's condition was good.